Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The date of adverse event was noted as (B)(6) 2017 in health authority report.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bi inguinal hernia repair on an unknown date in 2004 and the mesh was implanted. It was reported that the patient had constant pain after the surgery. It was reported that the patient diagnosed in 2020 with a reoccurring hernia. It was reported that after the surgery the patient still had chronic pain and took targin to manage the pain. It was reported that the patient was referred to a pain specialist. The patient had the surgeon remove the mesh plug and other mesh that that the surgeon considered should not have been used. The surgeon could not remove all of the mesh. It was reported that there is a concern that the mesh is causing the pain. No further information available as reporter details have not been disclosed (confidential).